Event description:
A colleague infusion pump was reported to have overinfused while in the piggyback infusion mode. The customer stated that a piggyback infusion of 125ml of cardizem was set to infuse at a rate of 5ml/hr. The cardizem was diluted in saline with a total volume of 125ml. All 125ml was delivered in 20 mins. The pt's bp droppped for approx. 24hrs then returned to pre-incident status. The nurse involved could not remember where the piggyback tubing was connected into the primary line. The customer stated the piggyback line might have been connected below the pump (down stream). The pump was sent to ecri for evaluation. No pt injury occurred. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding medical intervention or age of pt.